Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation.the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications.the legal manufacturer performed an investigation, the investigation determined that the malfunction of the charged coupled device (ccd) unit resulted in image failure.as stated on the IFU (instruction for use) as a preventive measure, the user manual states:do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s ¿image¿ issue was confirmed. There was no image due to a damaged charge-coupled device (ccd). In addition, normal wear and tear was noted on the unit¿s housing. The cause of the ccd failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding this event.

Event description:
The customer reported that during preparation for use, no image appeared on the camera head. There was no patient involvement reported.